Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that an impella rp flex had a pump stop. The team attempted to restart the impella rp flex three times without success. The pump motor current was rapidly increased to 22.48 on the automated impella controller and immediately stopped. The impella rp flex was exchanged.

Manufacturer narrative:
D9 updated with device received date. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pump stop: data log review showed a motor current (mc) spike with a pump stop (motor current high). Attempts were made to restart the pump immediately after without success. There was also a slight increase in purge pressure and slight decrease in purge flow at this time. Data logs show 1 hour later the pump was turned on to p-1 with minimal flows for about 10 minutes. The pump was returned and evaluated. There was significant biomaterial wrapped around the impeller and in the inlet and outlet cages. The pump stop was reproduced. The cause of the pump stop was biomaterial ingestion since returned product showed biomaterial and the data logs showed a mc spike with the pump stop. Device history review: the device passed all the post sterile inspection checks.